Event description:
The tip of the wire became detached and had to be removed from the pt.

Manufacturer narrative:
Lot # unk as not provided by reporter. Expiration date unk as lot # is unk. (B)(4). No product was returned to assist in this investigation. Per specification, this device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections during the mfg process and again prior to transport. Per the provided caution label, it is illustrated; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." No product was returned, however, in previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. In this specific case, the event description does not offer any clues as to a cause. The root cause is inconclusive. We will continue to monitor for similar complaints. Per quality engineering risk analysis, there is insufficient risk to warrant risk reduction activities.